Event description:
At the initial stages of a pt's surgery the threaded end of the trendelenburg cylinder sheared off allowing the head end of the table to rapidly fall toward the floor. There was a back extension being used and the pt was positioned in normal, orientation on the table. The pt was reported to be in an anesthesia - induced state. Strapping of the pt onto the table is unk. The pt's head reportedly fell onto the floor as an end result od the tilted table surface. No pt or staff injuries were reported. The pt was moved to another operating table and the surgery proceeded as planned. The pt was informaed of the event after the surgery was completed. The pt also underwent a precautionary MRI after the surgery.